Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2008 and operated successfully until (B)(6) 2010. On the (B)(6), the device logged a failed test and the user was alerted by the red status indicator being illuminated and an audible beep. No fault was found with the pad device incorrect storage of the device can lead to a depletion of batteries. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.